Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
During an implant procedure, the lead could not be implanted due to an unknown product performance issue. No adverse patient effects were reported.